Event description:
Md tried to use two different boston scientific comet ii pressure guidewires and was unable to capture a pressure tracing. Both catheters were removed with no harm to the patient. The md then tried a boston scientific opticross hd 60mhz catheter that would not produce an image. The catheter was removed with no harm to the patient. Manufacturer response for imaging catheter, comet ll guidewire & opticross coronary imaging catheter (per site reporter) clinical site notified mfg rep directly.